Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level; bg value and cause were not provided. Reportedly, an ambulance first responder assisted by providing glucose to the customer. Carbohydrates were also consumed to address bg. Recommendation was made to contact a healthcare provider to discuss diabetes management.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Section d, h10.